Event description:
Information was received from a physician regarding a patient who was receiving baclofen (unknown) at a concentration of 1150 mcg/ml, at minimum rate dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was admitted for wound care 6 days before the date of this report. No audible pump alarms were reported, the alarm was not heard but was confirmed by telemetry. The physician reported that they noted an "attention" dialogue box; a critical alarm had occurred, reset occurred and safe state occurred. The patient was more spastic but was also being treated for a wound which was the reason for his admission. The patient was not hers and the physician was to work with some of his other physicians to review options for the patient. The tss (technical service specialist) reviewed battery performance field action information with the physician. The pump eri (elective replacement interval) was less than one month. No further complications were reported.